Manufacturer narrative:
Upon additional information this investigation will be updated.

Manufacturer narrative:
Additional information received noted that this lead was surgically abandoned and will not be returned.

Event description:
Boston scientific received information that this right ventricular lead showed increasing pacing impedances the last three months and impedances have been out of range to date. All other measurements were stable. An x-ray did not reveal a lead fracture. An inquiry for possibly suggesting was sent to technical services. Technical services discussed that although this is a high impedances lead a possible lead issue could be present. A lead revision was scheduled. No adverse patient effects were reported. This lead remains implanted.